Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. The patient's left ventricular (lv) lead was reprogrammed to attempt to reduce the stimulation. The lv lead remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.